Event description:
Pt admitted to hosp for removal of mosaic mitral valve secondary to severe prosthetic mitral valve stenosis. This valve was placed in 2003. Following placement of this valve, the pt had persistent heart failure and pulmonary hypertension. Follow up echocardiograms showed an increase gradient across the mitral valve. Gradient at the time of surgery was 20mm hg and their pulmonary artery pressure was over 90 systolic. Findings at the time of surgery are as follows: the prosthetic mitral valve had fibrosis extending down over one of the struts which was adherent to the anterior leaflet of the mitral valve on two of the chords causing stenosis of the valve with fusion at one of the commissures, two of the valve cusps were immobile secondary to a thin layer of old thrombus and fibrin deposits along the underneath side of the cusps. The surgeon saw on structural deterioration of the valve.